Manufacturer narrative:
Insulin pump passed self test, rewind test, prime/seating test, force sensor test, sleep current measurement test, active current measurement test and displacement test. Unable to verify hardware low level failures in pump trace download. No unexpected the hrm task did not grant motor power in reasonable time or failed battery test alarm or low battery alert noted during testing. Insulin pump communicated properly with the guardian link 3 and the test plug.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer reported that the insulin pump had hardware low level failures, hrm task did not grant motor power in reasonable time, low battery alerts and failed battery alert. The customer was successfully able to clear the alarm but did not receive request to rewind the insulin pump. The customer declined to troubleshoot for the errors. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan.